Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 25-may-2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the large syringe screw was loose. Fse tightened the screw on large syringe, calibrated, ran qc, precision, and customer samples without issue. No further action was required by fse. The most probable cause of the reported event was due to a loosening of the large syringe holding screw.

Event description:
On (B)(6) -2016, the customer reported low areas with their g8 analyzer. Inspection of the device revealed that the waste line was clear and the sample probe was straight. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.